Event description:
Surgeon created a hole into the pleural space while placing the sense lead. The surgeon placed an ng tube to apply suction and then used a mattress suture to close hole. The sense lead was placed one rib space up from puncture site. No change in tidal volume or vital signs was observed. A chest x-ray was done and no complications or pneumothorax were noted.